Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl; cause was unknown. Reportedly, the customer removed site and cartridge to treat bg level. Additionally, as the customer was unable to obtain juice and food, the contact assisted with providing the customer with food and juice. Recommendation was made to consult with healthcare provider regarding diabetes management.